Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of asbxs0227 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (asbxs0227) have been reported from the same facility in (B)(4).

Event description:
It was reported that when removing the needle of safestep, the base did not move down and the safety mechanism didn't work. There was no reported patient injury. It was stated this happened with two devices. This report addresses the second device.

Manufacturer narrative:
It was originally reported that two devices were affected in the reported event. However, upon investigation and follow up with the facility, it was clarified that only one device was affected. The affected device was submitted to the FDA under medwatch #3006260740-2019-01570.

Event description:
It was reported that when removing the needle of safestep, the base did not move down and the safety mechanism didn't work. There was no reported patient injury. It was stated this happened with two devices. This report addresses the second device.